Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient was unable to enter MRI mode, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection and the continuity testing showed channel #2 internal wire broken was found on the returned lead.

Event description:
Additional information indicates that patients lead is fractured.